Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. It was reported that patient faced infusion set blockage located at the site event on 15-oct-2024, after 3 or more hours of insertion. Insertion site was abdomen. The blood glucose level was high. Therefore, patient was treated with correction injection via multiple daily injection. No further information available

Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Event description:
To date no additional patient or event details have been received.